Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports fit concerns after both left and my right teeth seemed straight but now feels like they are going sideways and getting pushed in causing overbite. The u/l (upper left), tooth # 11 is a little painful but wnl (within normal limits) and the tooth has gotten straight. Patient feels the teeth are moving from below the gums instead of at the gums in a crooked direction causing an overbite. Normal discomfort but uncomfortable to wear. Concerned with tooth #8 moving in the wrong direction (crooked) with possible tipping. Dental history includes orthodontic braces, retainer and history of scaling/root planning.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.